Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they still had blank display with the replacement battery cap. The customer's blood glucose was 146 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.